Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. It was reported that the double disconnect was accidental and the controller will not be returned to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the controller and log files were not available for analysis. Without the return of the device, it could not be correlated to the reported event and no root cause conclusion regarding the reported event can be made. With review of the device history records there is no indication of any device malfunction or manufacturing issues that may have caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from france by the physician regarding a double battery disconnection. While a clinical specialist was on site after checking the connection and discussion with the staff, a nurse reported that no alarm was heard after the two batteries were disconnected. Log files were sent to the manufacturer for analysis. Decision was made to exchange controller. The patient experienced some dizziness. No further information available at this time. Investigation is still in progress.